Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material remained in the air/water nozzle by incomplete reprocessing due to the leak in the air/water channel. However, the specific root cause of the leak could not be determined at this time. The event can be detected/prevented by handling the device in accordance with the following instructions for use (IFU): the detection method is included in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. The preventive measures are included in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During the evaluation it was observed that an unidentified foreign material was clogging the nozzle due to wrong user handling or user mishandling. Upon further inspection, it was observed that the air and water channel was perforated. It was also observed that the plastic distal end cover had a sharp edge or snag. It was observed that the glue of the bending section cover was separated. It was also observed that the control unit celling plate-plate had a dent. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The user facility returned a evis exera iii gastrointestinal videoscope to olympus¿s service center for evaluation. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that foreign material was clogging the nozzle, which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.